Manufacturer narrative:
The fsca number is included in this report. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. Fsca number is pending.

Event description:
It was reported the patient placed their ipg placed into MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. No interventions are planned at this time. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. Fsca number is pending.

Event description:
It was reported patient underwent surgical intervention (B)(6) 2024 during which the system was explanted to address the issue.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. The ipg was explanted. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.